Event description:
It was reported to boston scientific corporation, that during a ureteroscopy, a uromax ultra dilatation balloon was used to dilate the ureter. During inflation, it was noticed that contrast medium was leaking from the balloon. However, the procedure was able to be completed with this uromax ultra balloon. There were no patient complications and the patient condition was reported as "patient is fine".

Manufacturer narrative:
A visual examination of the returned device revealed a pinhole 23mm proximal to the tip of the device. The device history record review confirms that this device met all material, assembly, and performance specifications.